Event description:
The filter appears to be disintegrating. As it breaks down it gives off some gas. The breakdown causes the paclitaxel to become gel like in consistency. Then it completely clots off at all junctions in the tubing and within 24 hrs a distinct change in the paclitaxel remaining in the bag can be seen.